Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal of a tampon on (B)(6) 2022 the pledget fell apart in two pieces. She manually removed the remaining piece from her vaginal cavity and felt she got it all out. She experienced abdominal and vaginal cramping after removal which subsided by (B)(6) 2022. She self treated with over the counter tylenol. She did not seek medical attention and did not experience any adverse health effects.